Event description:
It was reported that an inflatable penile prosthesis (ipp) was returned without an initial performance allegation. Analysis of the returned device revealed that the first cylinder had a hole at the corner of a fold, broken fabric threads in the middle of the cylinder, and a leak. The second cylinder exhibited wear at folds in the proximal and middle portions, and the reservoir exhibited wear at a fold in the reservoir shell. The pump showed wear to the filament and did not activate properly during inflation testing. No additional information was provided.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The first cylinder was microscopically examined and leak tested. A hole and a leak at the corner of a fold, along with broken fabric threads in its middle portion were identified. In addition, the component presented wear at fold in its proximal end, and the outer sleeve of the cylinder was detached in the middle of its body. The second cylinder was microscopically examined and leak tested. Microscope examination revealed wear at folds in the proximal end and middle of the cylinder. However, no leaks were identified. The reservoir was microscopically examined and leak tested. Microscope examination revealed wear at a fold in the reservoir shell, but no leaks were noted. The pump was microscopically examined, leak tested and functionally tested. Microscope examination revealed that its kink resistant tubing (krt) was worn to the filament. No leaks were identified in the pump; however, the component did not pass activation test during functional examination. Based on the information available and analysis results, the leak identified in the first cylinder and the pump not passing functional evaluation could have caused or contributed to the device being removed; therefore, a conclusion code of caused traced to component failure was assigned to this investigation.